Event description:
Revision surgery - the patient was dislocating.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 9.4 months of patient use. This is the patient's second revision surgery; the first revision occurred on (B)(6), 2012 and is referenced in (B)(4). The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination and was kept by the patient. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity.